Event description:
It was reported that the patient could not be able to use a 16 fr. The patient needed a 10 fr the wrong size was selected. The intermittent catheter caused the patient to bleed. No medical intervention was reported. Per follow up via phone on (B)(6) 2022, patient had an infection from the catheters due to them being big for the anatomy. Patient received medical intervention of unknown antibiotics and was currently not using the catheters until the infection subsides.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient could not be able to use a 16 fr. The patient needed a 10 fr the wrong size was selected. The intermittent catheter caused the patient to bleed. No medical intervention was reported. Per follow up via phone on (B)(6) 2022, patient had an infection from the catheters due to them being big for the anatomy. Patient received medical intervention of unknown antibiotics and was currently not using the catheters until the infection subsides.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode for this event could be "incompatible with user ". Therefore, a potential root cause for this failure could be, "design doesn't consider the needs of patients with the physical condition or anatomy issues". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it". It also states "prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.